Manufacturer narrative:
Updated: b5, h6, h10. Correction to d9 on the initial report, the subject device was returned and evaluated by a third-party distributor. Correction to h10, the third-party device evaluation confirmed the reported event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with the following IFU: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
A delay of about 10 minutes was reported. The procedure was completed with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to a third party distributor for evaluation of the reported event. It was found that the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope was foggy during preparation for use. There was no patient or procedural involvement, and therefore no report of patient harm.